Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 600 for "hi" reading mg/dl & 86, 100 mg/dl. Tests were done within 10 minutes with a difference of 116%. Patient did not experience any adverse events. No further information has been reported.